Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had premature battery depletion. Elective replacement was performed. All available information indicates that this device was out of service. No additional adverse patient effects were reported.